Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram, once in five day, intraperitoneally (ip)), fortum (1 gram, once daily, ip), and amikacin (125 grams, once daily, ip). Pd therapy was ongoing. The cause of the peritonitis was unknown. At the time of this report, it was unknown if the patient had recovered from the event. Additional information was requested, but is not available at this time.